Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode and that she had lost consciousness. Pt claims that cgm failed to alert her of rapidly dropping glucose levels. Paramedics were called, pt was administered a glucagon shot and her bg was measured at 24 mg/dl while her cgm was reading 98 mg/dl. At the time of her call to dexcom technical support, pt reported that she was feeling better albeit minor fatigue and weakness. Dexcom technical support is also making every effort to collect cgm data, from pt, around time of incident.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.